Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
Information received suggests that patient underwent a revision hip arthroplasty due to wear, osteolysis, loose acetabular cup and infection. Review of invoice history revealed that patient underwent total hip arthroplasty on (B)(6) 2008 and a revision hip arthroplasty procedure on (B)(6) 2009 to exchange the modular head for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.